Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was not giving any audible audio prompts when the on/off button was pressed and the device lid was opened. Without voice prompts, the device would give the impression that it is not functional and after 17 seconds, the device would power down. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control has provided options for the device to be returned for repair; however after multiple unsuccessful attempts to reach the customer, it is unknown if the device will be returned for service. The cause of the reported issue could not be determined.